Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-06312, 1627487-2019-06313, 1627487-2019-06314, 1627487-2019-06316.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 1627487-2019-06312, 1627487-2019-06313, 1627487-2019-06314, 1627487-2019-06316. It was reported that the patient was experiencing ineffective stimulation. In turn, the entire system was explanted on an unknown date. During the explant, it was noted that a lead was fractured, it is unknown which lead was fractured.